Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 41 mg/dl. Customer did receive a sensor updating/sg value not available alert and a change sensor alert. Troubleshooting was not performed for low blood glucose level. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.